Manufacturer narrative:
The idrivec was returned and evaluated. The device performed as intended. No root cause could be determined. Evaluation summary: calibrated, open/close and fired a reloaded cs29 with good staple formation and transection.

Event description:
After firing a cs29 attached to an idrivec, there was difficulty removing the idrivec. Once removed the surgeon used additional sutures on the anastomosis and the patient is doing okay.